Event description:
Event description guidant received information that this transvenous defibrillation lead was removed from service due to the distal coil having >2500 ohms. The lead was replaced with another guidant lead.